Event description:
On (B)(6)2010, patient reported leaking from infusion set at connector. This occurred on (B)(6)2010. Patient immediately changed infusion set and this resolved concern. Patient changes infusion set every 3 days and set was due to be changed on the day of the complaint. Patient checks connections for leaking. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. Product has been discarded and will not be returned for evaluation.

Manufacturer narrative:
Method and results: no product will be returned for evaluation.